Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Investigation results the DHR review shows that customer's digital files were used for implant planning and guide design for 1 implant. First design proposal was approved by the customer. The customer has been informed per order remarks that due to lack of bone the use of profile implants was suggested. The investigation of the digital files shows a limited bone volume is available as mentioned in the order remarks, the implant planning was ok, but the use of a profile implant was suggested instead of the 4.2x8mm straight implant which is planned. No issues found in registration, planning or guide design. The drill protocol shows the correct information. The fit of the guide on the printed model is good; no issues found in produced guide.

Event description:
In this event it is reported that a surgiguide used and followed surgical guidelines, an implant ended up subcrestal and more apical than was planned. Patient had postop pain for 1 month. Implant scheduled for removal on (B)(6) 2025. The implant has ended deeper and more apical than the planned position, that resulted in the patient having pain following the surgery and resulted in removal of the implants. The doctor did back out the implant, however when he went to hand tighten the healing abutment, the implant rotated to the original are of placement.